Event description:
Further follow up revealed that the pt reportedly developed shingles on the neck incision and the reaction at the incision site became worse. Surgeon diagnosed the reaction as a staph infection and treated it with erythromycin and silver sulfadiazine cream. The infection was debrided and infection is healing but has not resolved.

Manufacturer narrative:
Vns therapy labeling lists infection as a potential adverse event possibly associated with surgery.

Event description:
Vns pt developed a seroma at the generator site after experiencing trauma to the chest area. The site was aspirated, after which the seroma immediately recurred. A debridement procedure was performed and the clear fluid in the area has dissipated. There were no signs of infection at the time of the debridement procedure.